Event description:
Sorin group received a report that the s5 double head pump was under occluded even after checking the occlusion during setup. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 double head pump. The incident occurred in asia. This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump was under occluded even after checking the occlusion during setup. There was no report of pt injury. The investigation is on-going. A f/u report will be sent when the investigation is complete.